Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. It was reported that during advancement of a contralateral leg component through a trunk-ipsilateral leg component, the contralateral leg component appeared to get caught on the inner fabric of the trunk. However, the physician was able to continue advancing the device into position and complete deployment with no issue. It was reported that upon withdrawal of the contralateral leg component delivery catheter, the proximal olive detached from the delivery catheter. There was reportedly no noted resistance during withdrawal of the delivery catheter, and there was nothing about the pt's anatomy that contributed to the event. The physician was able to use a snare to remove the proximal olive from the pt. The aneurysm was excluded at the end of the procedure, and the pt tolerated the procedure.

Manufacturer narrative:
The root cause of the proximal olive detachment is unk.